Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing the device passed all necessary testing. The event history log review showed no evidence of the customer reported problem. The device was found to be performing per product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a serious medical event with a volara device. During therapy with the volara, the patient experienced oxygen desaturation to 89% while receiving 2.5 liters per minute (lpm) of oxygen bleed in as well as the administration of albuterol. The patient was also noted to have experienced ¿increased work of breathing, increased respiratory rate (27), and increased heart rate (low 90s) post-volara therapy¿. The patient¿s oxygen was increased to 4 lpm, and the oxygen concentration improved to 91-93%; which remained stable throughout the remainder of therapy. Upon the completion of treatment, the patient was placed back on the ventilator, and their respiratory and heart rate returned to normal. The patient¿s caregiver was advised to hold therapy and notify the patient¿s healthcare provider to convey the patient¿s response to therapy for a potential adjustment in device therapy settings. There was no report of a device malfunction. No further information was available at the time of this report.